Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant procedure, cardiac perforation was observed via echocardiogram. A pericardiocentesis was performed, and the patient was stable.